Event description:
A customer observed a positively biased k+ result on a patient sample and multiple qc fluids on the vitros 950 analyzer. The magnitude and direction of the bias could result in inappropriate treatment. There was no report of patient harm as a result of this event.